Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal stenosis. It was reported that in 2018, the patient's device stopped working for their back pain; it wasn't doing much for them like it had in the beginning. Around (B)(6) 2018/(B)(6) 2019, the patient started needing to increase their stimulation but increasing the stimulation was too painful and hurt them too much that they could not increase it more. It was noted the patient was running the stimulation at 7.5 volts (v). It was reported the patient had been falling a lot between (B)(6) 2018 and (B)(6) 2019, so the patient was thinking that maybe the falls had caused the leads to be knocked out of place. They were redirected to the doctor and physician listings were sent per the caller's request. No further complications were reported or anticipated.